Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/24/2020. Additional h3 investigation summary: it was reported breakage needle. One open box with thirteen samples of product code: d8588, lot: pgm885 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Additionally, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance, breakage needle was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used. During the procedure, the tip of the needle broke while suturing, unknown layer of tissue, unknown loop. The needle tip was removed from the patient. The procedure was completed using unknown suture. There were no patient consequences reported.